Event description:
Date of event unknown. Customer reported a slow leak of tpn at the junction of the IV filter extension set and the t-connector extension set. The extension sets were changed without incident. No patient harm reported and no other event details available. The extension sets were received. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included.